Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery longevity of this pacemaker has been less than six months remaining for the last few months but then showed one year remaining. Boston scientific technical services (ts) suggested to continue monitoring for at least every two months. To date, the pacemaker remains in service. No adverse patient effects were reported.